Manufacturer narrative:
Third party service agent verified the reported issue and replaced the user interface pcb assembly. Device passed performance inspection procedure and was returned to customer for use. The replaced user interface pcb assembly was further evaluated by physio control. It was observed that the filter, fl25 was partially shortened causing the device to not power on. Root cause of the reported issue is the leaky filter capacitor fl25.

Event description:
The third party service agent contacted physio-control to report that on their customer device had on/off button would not respond when pressed. As a result, defibrillation therapy may not be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio-control to report that on their customer device had on/off button would not respond when pressed. As a result, defibrillation therapy may not be delivered, if it were necessary. There was no patient use associated with the reported event.